Event description:
It was reported that the external pulse generator had inadequate contact between the battery and the battery holder. The generator was returned for service. No patient complications have been reported as a result of this event. Due to reported (B)(6), quality person in hospital authority performed testing on the epg and find bad contact between battery holder and battery.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of inadequate battery contact and it was noted that the test batteries had dimples in them. Analysis also noted that the lower case wire insulation was pinched though the wire insulation was not compromised and that the encoder nuts were not torqued to specification. All found defective parts were replaced and all other identified issues were resolved. (B)(4).